Manufacturer narrative:
Date sent to the FDA: 1/19/2016. Add'l info.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2014, due to erosion, dyspareunia and pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, cystocele, rectocele and uterine prolapsed. Following insertion the patient experienced pain, urinary/bowel problems and neuromuscular problems.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.